Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system. The device was returned with a 0.014 guidewire. Visual examination revealed the rack assembly was broken. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the handle rack was broken apart. No stent was returned as it was noted that the stent was deployed manually.

Event description:
It was reported that the stent partially deployed. A 7x150, 130cm eluvia drug-eluting vascular stent system was selected to cover a dissection in the right superficial femoral artery (sfa). Prior to use, angioplasty and atherectomy was performed in the sfa. The eluvia was then inserted and crossed easily. The thumbwheel was used to deploy the stent, but it sounded louder than normal. An attempt was made to deploy using the blue handle, but the blue handle would not engage or move at all; it was stuck. Therefore, the white handle was opened, and the silver covering was manually pulled back over the copper covering. The stent deployed. The procedure was successfully completed. No patient complications were reported. It was further reported that the stent was approximately 50-60% deployed when the issue occurred. The thumbwheel was used normally until it required greater force and stopped working. The stent was stretched as a result of this event.

Event description:
It was reported that the stent partially deployed. A 7x150, 130cm eluvia drug-eluting vascular stent system was selected to cover a dissection in the right superficial femoral artery (sfa). Prior to use, angioplasty and atherectomy was performed in the sfa. The eluvia was then inserted and crossed easily. The thumbwheel was used to deploy the stent, but it sounded louder than normal. An attempt was made to deploy using the blue handle, but the blue handle would not engage or move at all; it was stuck. Therefore, the white handle was opened, and the silver covering was manually pulled back over the copper covering. The stent deployed. The procedure was successfully completed. No patient complications were reported.